Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was verified. The device was found out of specification in relation to the reported 2 blue buttons on top left not responding which was confirmed during evaluation as a damaged front case assembly. The front case was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had a two blue buttons on top left of the keypad were not responding during programming/set up. There was no patient involvement. No additional information is available.